Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. It was reported that the patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.